Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the femoral artery. The 100% stenosed lesion being treated was located in the moderately tortuous and moderately calcified left anterior tibial artery. The 3.0mm x 20mm x 144cm sterling es balloon dilation catheter was advanced to the target lesion when the balloon ruptured at 12 atms on the initial inflation. The procedure was completed with another sterling es balloon device. There were no patient complications reported and the patient status is good.